Manufacturer narrative:
This medwatch report is for the suspect device used in sys 2 (lot and exp date unk). Reference medwatch report with a1 pt for the suspect device used in system 1.

Event description:
Customer reportedly rec'd result of 220 mg/dl on advantage sys 1 and 101mg/dl on advantage sys 2 within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.